Manufacturer narrative:
A product investigation was performed ¿ the eight (8) returned vs301.022 3.5mm cortex screws with unknown lot numbers show no signs of wear and nothing that would impair its function. The screws would function as designed. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. The screws were reported to have had tips that were sheared off. This complaint is unconfirmed; the screw tips meet specifications. The complaint condition cannot be replicated. Lot number reported in initial medwatch was provided in error. Confirmation has been received that lot is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Parts were broken preoperative, unknown how or when they actually broke. Screws were not implanted/explanted. Vet use only. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 05/20/15, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tips appear to be sheared off of approximately 10 screws. This was noticed once the packages were opened; not used during a procedure. This is a veterinary complaint. This report is 1 of 20 for (B)(4).